Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was delivered to the user facility over 5 years ago. Therefore, omsc guessed that the reported event was caused by the defect of the diaphragm of the device due to aging. The aging may have been caused by long-term use. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The diaphragm of the device was defective and brightness adjustment was difficult. There was no report of patient injury associated with this event.